Event description:
A report was received regarding pixal size distortion appearing in reconstructed code images while using pixal size of 2.5mm. The relative relationship of the image components is correct, however, the true dimension of each body part is not correct. A patient was not involved and no injuries were reported. The concern is for possible misdiagnosis.